Event description:
It was reported to covidien on (B) (6) 2009 that a customer had an issue with a ECG electrode. The customer reports the patient had a skin reaction within 1 hour of electrode application. Customer reports patient was treated with benadryl, cortisone, and decadron.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.